Event description:
As noted in a literature article (milburn, j., et al ¿initial experience using the penumbra coil 400: comparison of aneurysm packing, cost effectiveness, and coil efficiency¿, j neurointervent surg 2014;6:121¿124. Doi:10.1136/neurintsurg-2012-010587), the raymond grade was worse at follow-up in a patient treated with orbit galaxy coils with no report of retreatment. Follow-up imaging was done with either angiography or MRI ranging from 1 month to 22 months post procedure with an average follow-up time of 11.4 months.

Manufacturer narrative:
The product remains implanted and no lot or catalog number is available. The product noted in section d 4 represents an unknown orbit coil, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As noted in a literature article (milburn, j., et al ¿initial experience using the penumbra coil 400: comparison of aneurysm packing, cost effectiveness, and coil efficiency¿, j neurointervent surg 2014;6:121¿124. Doi:10.1136/neurintsurg-2012-010587), the raymond grade was worse at follow-up in a patient treated with orbit galaxy coils with no report of retreatment. Follow-up imaging was done with either angiography or MRI ranging from 1 month to 22 months post procedure with an average follow-up time of 11.4 months. Additional information indicated that the coils functioned well, and the 2 minor complications were not due to a manufacture defect. They were due to the treatment of small difficult ruptured wide neck aneurysms, where clots and partial coil protrusion into parent arteries occurred. The cases occurred several years ago, and no further information was provided including the coil bran that protruded into the parent arteries. The product remains implanted and is not available for analysis, additionally the lot number was not provided to conduct DHR review. Factors including target lesion characteristics of the aneurysm, patient history and responsiveness to pharmacological treatment are possible contributors to the reported event. Based on the available information no conclusion can be made regarding the relationship of the devices and the event. Therefore, no corrective actions will be taken.